Event description:
During prostate resection using the gyrus (art/coag instrumentation) the hard plastic quarter inch circumferential ring at the tip of the 24 fr sheath through which the loop feeds while in the bladder/urethra while trimming the prostate had broken. A large piece of plastic was removed from the bladder.manufacturer response for olympus acmi 24 fr sheath flow set, (brand not provided) (per site reporter)======================unknown